Manufacturer narrative:
The technician found the locking teeth in the casters were worn flat. The technician replaced the brake detent, brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the casters are moving three to four inches after the brake is set and weight is applied to the bed.